Event description:
Blocked PICC line removed per physician order. Removal uneventful. Cath removed intact. On further exam, a bend was noted in the cath. When cath was flushed, saline leaked from area. Area was approx 6 cm from uncut end.